Event description:
The distributor reported on behalf of the customer, the cleaning brush would get caught in the evis lucera duodenovideoscope. The facility was informed no abnormality was found and the facility had replied that yellow liquid was dripping under the scope when it was hung on a hanger after cleaning and disinfecting. The device was cleaned and disinfected again. The scope was not used on patients and there were no problems such as cross-infection. This report is to capture the reportable malfunction of foreign material (yellow liquid) was exiting the channel.

Manufacturer narrative:
The device was evaluated, the reported issue of cleaning brush would get caught was not confirmed. The bending section cover adhesive was cracked due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 09-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a yellow liquid was discharged from the endoscope. The specific root cause of the yellow liquid discharged from the endoscope could not be determined at this time. Olympus will continue to monitor field performance for this device.